Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 06/27/2017 with the following findings: review of the pump¿s black box revealed evidence of a shortened battery life issue. Power draws were found to be out of specification - a shortened battery life issue was experienced during investigation. An intermittent condition was observed with the continuous glucose monitoring transceiver board. Unplugging the transceiver board from the main printed circuit board returned the power draws to specification.